Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) displayed a shorted lead indicator during interrogation. The patient had an episode of ventricular tachycardia, and a 31 joule shock was delivered and successfully restored the patient's rhythm to a normal sinus rhythm. During the interrogation, the shocking lead impedance measured <20 ohms, while the lead impedance on both pacing leads measured <200 ohms. Observed thresholds were elevated to 7 volts. The physician elected to transfer the patient to a facility that could extract the device and leads. Once transferred, the device was explanted and the lead was capped. There were no gross abnormalities observed with the lead prior to it being capped.